Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to "wiggle" the charging cable into the usb port in order for the pump to charge successfully. The customer's blood glucose (bg) level was 100 mg/dl. Reportedly, the customer reverted to insulin pen injections for alternate insulin therapy.